Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center cannot recognize the scope 260. The issue occurred during preparation for use for an unspecified diagnostic procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information on device evaluation and the legal manufacture¿s final investigation. Correction to h6 of the initial report: component code "4755 - part/component/sub-assembly term not applicable" is being corrected to "841 - imager". A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported issue of "the device cannot recognize the scope 260" was not confirmed, and a definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.